Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient implanted with a neurostimulator for spinal cord stimulation - cervical radiculopathy spinal pain. It was reported the patient had an allergic reaction. It was noted the patient had an allergy to nickel. The patient had gone to an allergist and they noted allergy to nickel but titanium was not on the report. It was noted the physician was ¿ready to remove the stimulator but then they advised the patient to keep it implanted as they did not suspect allergy.¿ it was unknown what symptoms the patient was having. It was further reported that the patient had itching and pain at the implantable neurostimulator (ins) pocket site. It was noted that the health care provider (hcp) wanted a sample of titanium to test to determine if the ins should be replaced with a gold plated one but allergy kits were no longer available. Additional information was received from a manufacturer's representative. It was reported that the patient had explanted their metal ins and replaced it with a gold plated ins due to being allergic to metals, in (B)(6) 2014.